Event description:
Pregnant pt had foley catheter inserted for sonogram. After procedure, attempted to remove catheter by deflating balloon with a syringe. Attempted twice. Valve connection then severed per product instructions but the balloon did not deflate. Catheter removed by physician after dilation of the urethrea under local anesthesia. Valve end had been discarded.